Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's mother was having problems filling the reservoir. Every time insulin was drawn it kept getting air bubbles. Customer also stated the shape of the reservoir looked different. No further info reported.